Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-01980; 0001825034-2019-01981; 0001825034-2019-01982; 0001825034-2019-01983; 0001825034-2019-01984; 0001825034-2019-01985; 0001825034-2019-01986; 0001825034-2019-01987; 0001825034-2019-01989; 0001825034-2019-01990; 0001825034-2019-01991; 0001825034-2019-01992; 0001825034-2019-01993. Concomitant medical products: vngd ssk 360 l fem 65mm, item# 185284, lot# 3426503; vg 360 dst fm ag 65x10 rl/lm, item# 185384 , lot# 144520; vg 360 dst fm ag 65x5 ll/rm, item# 185324, lot# 595300; vg 360 univ pst fm aug 65x10, item# 185424, lot# 685550; series a pat thn 34 3 peg, item# 184786, lot# 558320; bmt splined knee stm v2 18x80, item# 148308, lot# 494710; bmt 360 tib 5.0 offset adapter, item# 185211, lot# 950330; bmt 360 tib tray 67mm, item# 185202, lot# 625860; bmt 360 tib 5.0 offset adapter, item# 185211, lot# 853650; bmt 360 tib aug 67x5mm, item# 185222, lot# 286600; bmt 360 tib aug 67x5mm, item# 185222, lot# 354630; bmt 360 tib sm cruciate wing, item# 185650, lot# 570310; vngd ssk psc tib brg 14x63/67, item# 183864, lot# 388130. Customer has indicated that the product will not be returned to zimmer biomet for investigation because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported the patient had knee pain approximately five (5) months post revision surgery. Pes bursitis and was treated with voltaren gel and physical therapy. It is reported this event resolved after treatment. There is no additional information at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.